Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. Approximately five months post filter deployment, during a filter retrieval procedure, imaging demonstrated a tilted filter. Multiple attempts using multiple devices via jugular and femoral access were used to successfully retrieve the filter. At some time post filter deployment, it was alleged that filter detached and detached wire embedded into the vena cava wall. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five months post filter deployment, the patient was scheduled for a filter retrieval procedure. Subsequent venacavagram revealed that the filter was tilted towards the right side. Initial attempts to retrieve the filter using a cone retrieval device were unsuccessful. A 10 mm angioplasty balloon was inflated at the level of the filter in order to separate the filter from the caval wall. Then, multiple attempts to engage the filter with the recovery device were performed unsuccessfully. A 12 mm balloon was introduced, and dilatations were performed; however, the filter was unable to be engaged. A snare wire was introduced from the right internal jugular vein and multiple attempts were made until the filter tip was engaged. The filter was slowly repositioned in the upper portion of the infrarenal ivc, engaged and removed. A tiny residual fragment of the wire was seen embedded in the ivc wall. Therefore, the investigation is confirmed for filter tilt, filter limb detachment and retrieval difficulties.based upon the available information, the definitive root cause is unknown labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4 h11: h6 (patient, method, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with multiple orthopedic injuries sustained after a motor vehicle accident was high risk for deep venous thrombosis and pulmonary embolism due to prolonged immobilization, therefore, vena cava filter placement was indicated. Access was gained to the right common femoral vein and a venacavagram was obtained. The inferior vena cava (ivc) was normal in appearance and no thrombus was present. The filter was successfully deployed in the infrarenal ivc without incident. Approximately five months post filter deployment, the patient was scheduled for a filter retrieval procedure. Access was gained to the right internal jugular vein and a venacavagram was performed. There was no evidence of thrombus and the filter was tilted towards the right side. Initial attempts to retrieve the filter using a cone retrieval device were unsuccessful. Therefore, access was gained to the right common femoral vein and a guidewire was placed along the right lateral aspect of the filter. A 10 mm angioplasty balloon was inflated at the level of the filter in order to separate the filter from the caval wall. Then, multiple attempts to engage the filter with the recovery device were performed unsuccessfully. A 12 mm balloon was introduced and dilatations were performed; however, the filter was unable to be engaged. A snare wire was introduced from the right internal jugular vein and multiple attempts were made until the filter tip was engaged. The filter was slowly repositioned in the upper portion of the infrarenal ivc, engaged and removed. A tiny residual fragment of the wire was seen embedded in the ivc wall. A follow up venacavagram demonstrated no evidence of tear. The patient tolerated the procedure well. No immediate complications occurred. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately five months post filter deployment, a venacavagram was performed. There was no evidence of thrombus and the filter was tilted towards the right side. Initial attempts to retrieve the filter using a cone retrieval device were unsuccessful. Therefore, access was gained to the right common femoral vein and a guidewire was placed along the right lateral aspect of the filter. A 10 mm angioplasty balloon was inflated at the level of the filter in order to separate the filter from the caval wall. Then, multiple attempts to engage the filter with the recovery device were performed unsuccessfully. A 12 mm balloon was introduced and dilatations were performed; however, the filter was unable to be engaged. A snare wire was introduced from the right internal jugular vein and multiple attempts were made until the filter tip was engaged. The filter was slowly repositioned in the upper portion of the infrarenal ivc, engaged and removed. A tiny residual fragment of the wire was seen embedded in the ivc wall. Based on the provided medical records, the investigation is confirmed for a tilted filter, a detached filter limb, and difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: warnings/potential complications: filter fractures are a known complication of vena cava filters. Filter tilt. Filter malposition. Movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. The patient with injuries sustained from a motor vehicle accident had a vena cava filter successfully deployed without incident. Approximately five months post filter deployment, during a filter retrieval procedure, imaging demonstrated a tilted filter. Multiple attempts using multiple devices via jugular and femoral access were used to successfully retrieve the filter. A small residual fragment of the filter was seen embedded in the ivc wall. A follow up venacavagram demonstrated no evidence of tear. The patient tolerated the procedure well without complications. No additional information surrounding this event was provided in the medical records received.